Manufacturer narrative:
As of 01/18/2018 unused return product and retained samples were submitted to the lab for testing in addition to evaluate the biocompatibility studies. While every attempt is made to develop a product that meets all users' needs, there is always a possibility that some consumers may be sensitive to certain adhesives, materials, foods and medicines that can potentially cause irritation to the skin. There was no negative trend identified for the associated product. Trending is completed on all products monthly.

Event description:
Consumer stated that product caused skin burns on her daughter.